Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Customer had elevated blood glucose levels (approximately 300 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Tandem technical support educated the customer on how button alarms are triggered.